Manufacturer narrative:
B3: event date is date valid. Brand name intellis; product ID 97745, serial: (B)(6), product type: 0201-programmer patient. Brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was pt says that last night they found they couldn't charge controller when plugged into ac power cord. They called local rep this morning who had them reset controller which didn't resolve. They said this is the original battery pack they got in the beginning. When they took battery out and plugged in ac power cord the screen of controller wouldn't come on, despite green light being on, on ac power cord. They looked in controller port and they only see 7 pins instead of 8. The issue was not resolved. An email was sent to the repair department to replace the device. Patient called stated they received the controller on friday and controller will not power on. Agent assisted patient with resetting the controller after resetting the controller power on. Controller shows ins 50%, controller 60% charged. Agent asked patient to connect controller to the outlet without the battery pack and controller does not power on when plug into the outlet without battery pack. Patient stated the ac power cord is little loose and wiggle when plug into the controller port. Controller power on with battery pack inside the controller. Agent reopened the case and sent email to the repair dept for ac power cord.